Event description:
A hospital reported to our distributor that on mr290 humidification chamber had overfilled. They allege that the float was not working properly. No pt consequence was reported.

Manufacturer narrative:
We are awaiting the return of the complaint device, but an investigation has been done based on the event description and results from previous investigations. Results: our records indicate that is the only complaint of this nature received for the given lot number. We have not been able to confirm the alleged fault, however based on the event description and results from previous investigations. We believe the device most likely sustained impact due to being dropped, prior to use. Conclusions: the malfunction reported was most likely related to user handling, and is related to the reported event. We are aware of other similar complaints reporting failure of the float mechanism in the mr290 causing overfilling. The occurrence rate of this type of complaints is approximately 0.002% worldwide for the last year. We have an open CAPA item to address such complaints and put measures in place to reduce and/or prevent reoccurrence. The mr290 instructions for use indicates the correct water level, and advices the users to replace the chamber should the water exceed the limit line.